Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels due to their basal rates. The customer had a blood glucose level as low as 44 mg/dl and 50 mg/dl, and treated by eating a banana. Auto mode was used at the time of the incident. The customer declined troubleshooting for the low blood glucose levels. The device is not expected to return for analysis.